Event description:
An impella rp flex device was inserted via the right femoral venous approach in a 73-year-old male patient for the indication of right ventricular failure in the setting of post-operative left ventricular assist device placement. The patient¿s past medical history was significant for renal insufficiency requiring dialysis. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella rp flex support, it was reported that the patient had low platelet levels, and a clinical decision was made to utilize a bicarbonate-based purge solution without systemic anticoagulation. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents per liter of sodium bicarbonate. Initial device flows were approximately 3.0 liters per minute. Overnight, device flows gradually decreased, accompanied by a decrease in purge flow and an increase in purge pressure. There were no reported kinks observed in the purge line tubing. The absence of systemic anticoagulation was identified as a contributing factor in this clinical context. It was noted tpa was not added. The patient was subsequently taken to the cardiac catheterization laboratory, where the impella rp flex device was removed. Upon removal, thrombus was observed on the cannula and within the introducer sheath. The introducer sheath was left in place. Following removal of the impella rp flex device, a protek duo system was placed to provide continued right ventricular mechanical circulatory support. The patient survived to device explant.

Manufacturer narrative:
The root cause of the thromboembolism was unable to be determined due to insufficient clinical details. The introducer batch passed all incoming inspection checks.